Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced off no power anomaly. The customer's blood glucose value was 169 mg/dl. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap was not loose, cracked or damaged. The customer was advised to monitor the pump. The product was not returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.